Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth due to concern with the product. Device evaluation: underweight, broken shell and others, and flat creases. A microscopic analysis was performed which identified: two sharps broken on posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharps broken on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a left side exchange from textured to smooth due to concern with the product. Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, removal of implants, significant scarring, inflammation, tissue damage, swelling, pain, contracture, asymmetry, lumpiness, accumulation of fluid, seroma, evaluation for alcl, panic disorder, insomnia; aggravation of underlying conditions including anxiety; and other physical and emotional manifestations that are severe and ongoing. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Patient has not been diagnosed with bia-alcl" device has been explanted.

Event description:
Healthcare professional reported a left side exchange from textured to smooth due to concern with the product. Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, removal of implants, significant scarring, inflammation, tissue damage, swelling, pain, contracture, asymmetry, lumpiness, accumulation of fluid, seroma, evaluation for alcl, panic disorder, insomnia; aggravation of underlying conditions including anxiety; and other physical and emotional manifestations that are severe and ongoing. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Patient has not been diagnosed with bia-alcl" device has been explanted.

Manufacturer narrative:
Clarification to aware date previously submitted: parent aware date of 07/jan/2021 reflects receipt of initial, not reportable complaint. Medwatch aware date of 02/feb/2021 reflects the date the reportable complaint was received.